Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analyzed. No anomalies were found. The helix/lobe was distorted/bent, and the lead appeared to have been damaged at implant. The analyst noted that although the helix was bent, it would still extend and retract within specification.

Event description:
It was reported that during an implant attempt, the active fixation mechanism of the lead failed to deploy. Another lead was placed. No patient complications have been reported as a result of this event.